Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of the event log files contained data spanning approximately 2 days (27sep2023, 09oct2023 per timestamp). Starting 27sep2023 from 14:26:16 ¿ 14:26:33 and 14:27:19 - 14:33:08, while connected to the mpu, no external power and power cable disconnect alarms activated due to sudden losses of power on both power cables. The alarms resolved after the system was connected to battery power at 14:33:15. The backup battery was able to provide power to the system during the event. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis and remains in use. Per the provided information, the mpu has the v-lock connector, and it is unknown how the no external power occurred. It was stated there have been no further issues or alarms reported. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of submitted log files found no external power alarms and power cable disconnect alarms that occurred on 27sep2023 while the patient was connected to their mobile puwer unit (mpu) due to a sudden loss of power on both power cables. The backup battery was able to provide power to the system during the event. The alarms were not associated with routine power source exchanged and resolved after the system was connected to battery power. Related manufacturer report number: 2916596-2023-07147.